Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol was injected into the capsular bag, being erratic injection through the injector. A capsule rupture occurred and the iol was removed and replaced with another lens to complete the procedure. In a follow up, it was reported the patient recovered. The iol was discarded by the doctor.